Event description:
It was reported that the ampicillin was set to infuse 10.6ml. When syringe indicated it was completed, registered nurse noted that there was still 2.5ml left in syringe. The pump was set correctly to 212 mg and 10.6ml. "Volume infused" also indicated that 10.6ml went in. There was a patient involvement but no harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182), b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the ampicillin was set to infuse 10.6ml. When syringe indicated it was completed, registered nurse noted that there was still 2.5ml left in syringe. The pump was set correctly to 212 mg and 10.6ml. "Volume infused" also indicated that 10.6ml went in. There was a patient involvement but no harm.